Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue that the instrument would no longer work. One grip was found to be bent, causing side to side misalignment of the grips. There was a .142 offset at the tips, indicating overloading at the tip. Electrical continuity testing of the instrument passed. Engineering evaluation also found a scratch on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering evaluation concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff allegedly noticed that the fenestrated bipolar forceps instrument would no longer work. No patient harm or adverse outcome was reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.